Manufacturer narrative:
The device was not returned for eval. We are unable to determine if any product condition could have contributed to the reported emergency room visit for hyperglycemia. Lot qualifications were reviewed and the product lot met all accepted criteria.

Event description:
The customer reported that her blood glucose reached 26 mmol/l (468 mg/dl) so she went to the emergency room for treatment. She was treated with an infusion of saline.